Manufacturer narrative:
This is the second revision surgery underwent by the patient. The patient had a primary knee on (B)(6) 2015. The patient came in due to signs of infection, and the surgeon performed a poly swap on (B)(6) 2016. The pathology results were negative. In (B)(6) 2017 the patient came in due to signs of infection. Batch reviews performed on 04 september 2017. Lot 146800: (B)(4) items manufactured and released on 22 october 2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial tray fixed cemented size 5 left, code 02.07.1205l, lot. 152817 (k090988) (B)(4) items manufactured and released on 21 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed flex size 5/13 mm left, code 02.12.0513fl, lot. 141423 (k140826) (B)(4) items manufactured and released on 08 may 2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is confirmed as (B)(6). The surgeon removed all medacta hardware and implanted an antibiotic spacer. The surgery was completed successfully. X-rays and explants are not available.